Manufacturer narrative:
It was reported that the facility was going to remove the catheter and the balloon would not deflate. While repositioning the pt, the catheter fell out and the balloon stayed in. Some bleeding was noted. He was transported to the hosp and was discharged the following day with a new foley. It is not known what medical/surgical intervention was required. The sample was not retained for eval. No trends exist for this issue with this product. A root cause has not been determined. However, due to the report that the pt was sent to the hosp to remove the balloon, this medwatch is being filed.

Event description:
The catheter fell out of the pt and the balloon stayed in.